Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that after use with bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes molding defects were discovered in tube that affected probe on analyzer. There was no report of patient impact. The following information was provided by the initial reporter: there is a physical defect inside if the many of these tubes that prevents the probe from being able to sample the blood requiring a manuel run on the analyzer.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after use with bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes molding defects were discovered in tube that affected probe on analyzer. There was no report of patient impact. The following information was provided by the initial reporter: there is a physical defect inside if the many of these tubes that prevents the probe from being able to sample the blood requiring a manuel run on the analyzer.